Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 4.0 x 12mm rx vision stent dislodged from the balloon when the protective sheath was removed. There was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results: a definitive root cause for the dislodged stent in this case could not be determined. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon had loose folds. The protective sheath was not returned. There was no other damage noted. Product performance engineering reviewed the incident info and analysis of the sds. Visual inspection confirmed that the stent was no longer mounted on the balloon. The protective sheath and the stent were not returned for analysis, which may have aided in the investigation by providing stent outer diameter and sheath inner diameter info. Crimp marks were visible on the balloon and between the markers, which suggests that the stent was positioned correctly and securely at the time of MFR. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The lot history record was reviewed and no non-conforming material reports were issued for this part/ lot number combination. This MDR is considered closed by the product performance group.